Event description:
It was reported to philips that the flexvision monitor was not displaying the live image. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for a right coronary stent surgery, which was completed by moving the patient to another room. A philips field service engineer (fse) went onsite and confirmed that the flexvision pc was not displaying a live x-ray image. The system log file analysis indicated that there were connectivity issues with the flexvision pc as the host-pc could not connect to the flexvision pc. The defective flexvision pc was returned to philips for further analysis. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however, as a proactive measure, ram was replaced since it was outdated. Following the replacement of the flexvision pc and loaded board software by the field service engineer has resolved the reported issue and restored the functionality of the system. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.